Event description:
It was reported that the patient faced bent cannula event on (B)(6) 2026. The blood glucose level was 480 mg/dl. The insertion site was buttocks. The infusion set was in use for one day.

Manufacturer narrative:
Name: medtronic minimed, address: 18000 devonshire street, city: northridge, state: california, zip: code 91325. Based on the available information, this event is deemed to be a mlafunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.